Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed 3 low flow alarms have been logged since (B)(6) 2016, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the possible root causes of the reported event may be attributed to multiple factors including but not limited to incorrect placement of the pump during implant, inappropriate setting of the pump rotational speed, kink in the outflow graft. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient presented to the emergency department on (B)(6) 2016 with complaint of lvad low flow alarms and suction episodes. He stated that he has palpitations at times. He will likely be getting an echocardiogram (echo) and be evaluated by electrophysiologist. When hooked up to the monitor, it appeared he was having some suction events. Log files were sent. Preliminary log file analysis confirmed low flow alarms. It was further stated that the low flow alarm issue is ongoing and the patient is on the heart transplant waiting list with 1a status. The primary investigator deemed the event related to the lvad procedure and unrelated to the lvad device and patient condition. No further information was provided.